Event description:
I used fixodent from 19'93 to present. While using, product began experiencing numbness and tingling in extremities. Aug 11 emg test revealed I have neuropathy. No blood test yet - condition is permanent. Dose or amount: denture cream. Frequency: daily. Route: oral. Dates of use: 1993 to present. Diagnosis or reason for use: denture adhesion cream. Event abated after use stopped or dose reduced: no.